Event description:
Customer reporting problem with too much fluid removal. Customer states cvve was set at 8ml/hr; says machine pulled 400ml the first hour and 200ml the second hour. Machine was pulled from use. Customer does not have warning labels on machine. Customer could not provide any detail about patient.